Event description:
It was originally reported that the pt experienced soreness in the area of the wires and battery for about 3 to 4 months. She had shingles at the same time which had resolved. It was noted that the device was off. The pt visited her dr and discussed this event with a company representative. The device made her feel very sore with a low grade temperature. The device was so deteriorated it no longer worked. Her device was removed on (B)(6) 2010. Since device explant, she has felt better with no increased temperature.

Manufacturer narrative:
(B)(4).